Event description:
Information received on a medwatch form from the user facility alleges the manual resuscitator came apart when the emt attempted to put the device into patient use. There was no reported patient harm. The bag was returned for evaluation and it was found that the connector disconnected from the oxygen reservoir bag preventing the device from operating to specification. During evaluation it was noted that the outer packaging of the device was dirty and torn. Product appears to have been previously used and some abuse was evident. The operating instruction sheet states that the resuscitation bag should be tested before use, if found to be not operating properly, then another resuscitation bag should be used.

Manufacturer narrative:
Na.